Manufacturer narrative:
Additional nthe device was received and evaluated. Visual inspection reveals that the anchor was not returned or lost during the decontamination process. Since we are unable to inspect the anchor it is not possible to determine the root cause for the suture break. The inserter was visually inspected under magnification and there were no anomalies observed. Typically suture breaks are associated with excess tensioning. This complaint cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies related to this complaint. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email a device breakage. The anchor broke in the patient during a toe reconstruction operation. Enclosed please find the defect photo. Additional information received via email from the affiliate on 9-26-17. The breakage occurred during use. It is unknown what type of bone quality the patient has . The breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. Breakage occurred at joint part between suture and screw. Changed to traditional method to finish operation it is unknown if the original bone hole was used to complete the procedure. Alternatives were readily available. It is unknown if there were any procedural or patient anatomy. Factors which may have contributed to the breakage it is unknown if any surgical intervention is planned. Nothing remained in the patient. There is no report on patient¿s injury. Additional information received via email from the affiliate on 10-9-2017. For example, used kirschner wire etc instead of 212865.